Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 50 mg/dl. The customer reported running out of infusion sets due to the recall and the belt clip being broke. The customer had no symptoms. The current blood glucose level was unknown. The customer did not troubleshoot the issue. The insulin pump or infusion set will not be returned for analysis.